Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Reported via china aer database: issue summary: it was reported that during patient use the unit had a malfunction and stopped supplying gas. The department personnel switched out the anesthesia machine and continued to ventilate the patient. There is no report of patient injury.